Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, there was a problem with the wireless footswitch during a vascular procedure. The wifi indicator led was flashing red which indicates a loss in connection to the base station. The procedure was completed with the wired footswitch. A philips service engineer inspected the system on site and replaced the battery and wireless footswitch charger. When the battery is removed, the power to the footswitch is removed which resets the software. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). Updated codes based on investigation.

Event description:
It has been reported to philips that there is a problem with the wireless footswitch. It was stated that it is flashing red. When the wifi indicator is red, it indicates that there is a problem with the wireless connection no harm to the patient has been reported to philips. Philips has started an investigation of this complaint.